Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2016. Uneventful device explant due to severe dysphagia on (B)(6) 2017. Linx device found in correct position/geometry at the time of explant. Fundoplication performed at the time of explant.